Manufacturer narrative:
The complainant reported that a rasp broke off the handle while the surgeon was removing the rasp from the patient. There was a slight surgical delay while the surgeon successfully removed the rasp from the patient. There were no known patient complications. The rasp was returned for complaint assessment. The instrument had signs of repeated use. The damage was present as described by the complainant. A DHR review was performed and there were no manufacturing anomalies identified. The device met all required specifications prior to being released for distribution.

Event description:
The complainant reported that a rasp broke off the handle while the surgeon was removing the rasp from the patient. The surgeon successfully removed the rasp and there were no known patient complications.